Manufacturer narrative:
Device evaluation: opening, weight to the spec, red/white particles in the surface of the shell and crease flat. A microscopic analysis was performed which identify two punctured in the anterior side. Based on the device analysis the final assessment is: a puncture opening on anterior due to surgical damage like. A puncture opening on radius due to surgical damage like.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.